Event description:
An ocd lab specialist reported that a customer obtained negatively biased total b-hcg results on six draws of one patient. A bias of the magnitude observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.